Manufacturer narrative:
The investigation into the returned instrument found that the drill stop measured approximately .012" more proximal than print requirements/tolerance. This allowed the drill to be inserted through the drill guide and the tip to extend an additional .3048mm further than intended. Inspection did not revealed any evidence indicating the fixed stop had migrated or slipped from its manufactured position.

Event description:
The stop on this instrument is moving when placed inside other instrument. Noticed when doing routine inspection. Did not occur at hospital.